Event description:
It was reported by the legal guardian (LG) that the patient had been hospitalized with diabetic ketoacidosis on (b)(6)2026. The patient's blood glucose levels were not provided. The controller would not turn on, preventing the patient from activating a Pod. The controller would not turn on, preventing the patient from activating a Pod. The LG reported attempting to charge the controller using different chargers; however, the issue persisted. Symptoms reported feeling somewhat delusional, difficulty speaking, vomiting, headache, and heart palpitations. The patient was treated with intravenous fluids, insulin injections and pain killers. The patient was discharged on (b)(6)2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: Data not availableOmnipod Software App Version: 3.1.2-p001Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.